Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding other patients who were implanted with a spinal cord stimulation device. It was reported that a bunch of other patients have been zapped from the system. There were no further complications reported or anticipated. No further information was known about these events.